Event description:
"11/26 lead warning. Rv lead testing today was all with in normal limits and stable," lead manufactured by st. Jude. Case: (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).